Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated, which lead to the burn of a patient's lip. Although requested no information was available regarding procedural delay or medical intervention.

Event description:
The user facility reported that the device overheated, which lead to the burn of a patient's lip. Although requested no information was available regarding procedural delay or medical intervention.